Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had an improper shutdown issue. It was stated, "the pump was programmed to infuse magnesium at 25ml an hour over 2 hours. When the pump was unplugged to transport patient to the floor, the screen immediately went blank. When the pump was turned on again, it said "improper shutdown: and the programmed infusion was no longer present.". While the patient was in route to ohvi, the pump shut off again. The event occurred during patient use. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.